Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. The product was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported this right atrial (ra) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms. Technical services (ts) discussed possible causes, such as lead fracture. It was noted that technical services (ts) was consulted for magnetic resonance imaging (MRI) protection mode programming, and recent lead measurements were within range. Due to the history of out-of-range pace impedance measurements, the hcp was unable to proceed with the MRI at this time and the hcp was referred to cardiology. This ra lead remains in service. No adverse patient effects were reported.